Event description:
I am a dentist who would like to report a defective radiograph machine which was made by gendex. The product is the gendex 765 dc intraoral xray machine designed to take dental radiographs. I have 2 of these machines, both of which had the circuit boards overheat. The over-heating caused sparks and may have lead to a fire which may have burned down my clinic and/or caused injuries to pts of my staff. The company admits there is a problem and I have seen government memos where these machines had this same problem at our (B) (6) dental clinics. The company refuses to recall or warranty the product and I feel the government needs to intervene before there is a serious injury to pts. Auto companies are required to recall and repair bad cars, so I feel the medical field should also be kept to the same standard!